Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented an in-clinic follow-up on 8 feb 2021 to set up their transmitter. However, the patient's pacemaker failed to pair to the transmitter. Multiple attempts to interrogate the patient's device using a programmer's radio frequency (rf) then resulted in an error message stating only inductive telemetry was possible. Further investigation found that rf telemetry was disabled on the pacemaker due to a false end of service (eos)/ elective replacement indicator (eri) from exposure to electrocautery on (B)(6) 2017. It was thought that the eri had been cleared from the device memory, but not the eos. The device was successfully reset to clear the alert, but it had to be programmed to vvi mode in the process and caused a "light tapping" sensation for the patient. The feeling ceased once the device reset was complete. Patient was stable after the event.